Event description:
During a laparoscopic assisted distal gastrectomy procedure, the clip jumped out from the jaw on teh 5th or 6th firing. Anotehr like device was used to complete the case. There were no adverse consequences to the pt.